Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide model: ust400 14421-aw rev h 01/16 checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose (bg) reached 246mg/dl while wearing the pod between 4 and 24 hours on the leg. Despite bolus deliveries, bg did not improve. Subsequently, patient visited the emergency room and diagnosed with high bg. It should also be noted that patient received an additional diagnosis of high blood pressure and measured 159/107. As treatment, fluids were delivered along with an injection of lantus insulin. The patient has since stopped using the omnipod for insulin therapy and has returned to multiple daily injections to manage their diabetes.